Manufacturer narrative:
The device is expected to be returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be received an investigation will be completed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht implant failed. The patient's oral hygiene is reported as good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #3, #9, and #14. Upon examination, the provider determined that the implant had failed to osseointegrate. The implant was removed and replaced. The patient's symptoms resolved after implant removal. Per the reported information there are no preexisting medical conditions.

Manufacturer narrative:
Device investigation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for lot#6237258 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there is no stock product from lot#6237258 available for review. Investigation methods/results: based on the tracking information, the product was returned by the customer. However, the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: "lack of primary stability" and "loss of osseointegration" are common complaints in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability and loss of osseointegration are inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per the reported information, there was a fit issue with the implant as well where the customer did not like the integration of the implant. The manufacturer internal reference number: (B)(4). Related MDR reports: 3011649314-2025-00456, 3011649314-2025-00457, and 3011649314-2025-00458. Corrections: b5: "describe event or problem". D3: "manufacturer name, city and state". D4: "UDI". G1: "contact office -manufacturing site". H6: updated "medical device problem" code. H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
A healthcare professional reported that four glidewell ht implants failed. The patient's oral hygiene is reported as good. The patient presented on (B)(6) 2025 for a primary procedure. During implant placement, the provider determined that the implants lacked primary stability and also lost osseointegration. The implants were removed and replaced. The patient's symptoms resolved after implant removal. Per the reported information there are no reports of patient permanent injury.